Manufacturer narrative:
If explanted, give date: not applicable, as the lens remains implanted. The device was not returned for analysis as to date it remains implanted. The serial number for this device is not available; therefore, no further investigation can be performed. If any further relevant information is received, a supplemental medwatch will be filed. (B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens was implanted in the patient's operative eye. Post-operatively, the lens was noticed rotated, and therefore, a secondary surgical procedure (lens repositioning) was performed on (B)(6) 2018. Reportedly, a lens exchange was not necessary, as the procedure was completed successfully without complications. No further information was provided.